Manufacturer narrative:
Complaint not confirmed, no evidence was found that may have contributed to the event. During the revision surgery the surgeon chose to also remove this device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that on (B)(6) 2015 the patient had undergone a bi-lateral tka procedure. On (B)(6) 2019 the patient underwent a revision right tka procedure due to pain and tibial loosening. During the revision procedure the following original arthrex implant devices were explanted: ar-503-tttg, tibial tray implant (lot 108761215), ar-516-7r, femoral implant (lot 108761338), ar-513-bg11, tibial bearing implant (lot 113601405), ar-504-psc9, patella implant (lot 113601430). The revision procedure was completed by implanting another manufacturer's devices.